Event description:
Dräger received an ufr in which the following was reported: "on (B)(6), the ventilator delivered insufficient oxygen output during use in the respiratory medicine department 1, causing severe brain damage to the patient."

Manufacturer narrative:
The ufr was almost the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not be reached - the given phone number turned out as invalid. Dräger managed to reach a biomedical engineer in the hospital who had no knowledge of this case; the engineer responded that he should be aware of serious injuries like the one reported and thus, he expressed the suspect that the ufr content may be incorrect. The aspect whether or not, a brain damage has indeed occurred could not be clarified. Dräger derived also doubts that the patient consequences were reported correctly. This is based on the following: as further reported in the ufr, the observed incorrect oxygen output was traced back by internal personnel to "ventilator oxygen port blockage"; as a remedy was mentioned "cleared the oxygen tubing pathway". The particular ventilator facilitates an ejector system to compose the breathing gas and requires oxygen and air input as driving gases. If the input of one of the gases gets lost for whatever reason, the device will post a corresponding alarm (e.g. "No o2 supply") and continue the ventilation solely on the base of the other gas. The continuously increasing divergence between the delivered fio2 level and the setting will trigger an alarm in accordance with the threshold defined by the user ("fio2 low" when o2 input is lost, "fio2 high" when air input became unavailable). It is not exactly known how to interpret the blocking - the input stage is protected by specific filters against ingress of particles or fluids. Following from the aforementioned, the most likely interpretation of the technical aspects in the ufr would be a restriction or unavailability of oxygen input. Since ventilation is being continued on air supply, a brain damage resulting from an insufficient oxygen level delivered over time would only be plausible when the user ignored the "no o2 supply alarm" and has probably set an inadequate threshold for the "fio2 low" alarm that led to delayed alarm generation. Another aspect that supports the postulation of incorrectly transmitted health consequences is that the hospital has filed further reports with similar content at the same time in which also the health consequences do not match with the nature of the malfunction and the system effect resulting from it. A reasonable explanation would be that the submitter of the ufr described potential consequences of the malfunction from his/her perspective to justify the issuing of reports instead of real patient consequences. Finally, the conflict in the given details could not be removed due to lack of information and thus, this report is filed in abundance of caution.